Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: moisture corrosion is observed on the display screen inside the pump, the battery compartment is cracked below the grip pad. Leak test failed due a battery compartment leak. Returned battery cap is able to fit securely. The pump powers up to "verify" screen the pump¿s cover was removed, further moisture corrosion was found to the display screen, and to the pcb on the keypad and motor connectors, the ir port and on the eeprom.